Event description:
Compressor alarms low pressure after 45 minutes of turning on. Reconnected rcd circuit reinserted and checked all tubing connection. Check for air leaks, test run 24 hours before being put back into service. Function check tested all ok. No patient injury. No parts exchanged.